Event description:
It was reported that during a coronary stenting treatment procedure, the physician encountered crossing difficulties and the stent dislodged during retrieval of the stent/delivery system into the guide catheter. The physician had placed a driver stent in the 85-90%, predilated proximal-mid rca lesion. The procedure was difficult, involving multiple balloons and manipulations. There was a dissection in the rca distal to the treated lesion. The physician attempted to advance the express2 stent through the previously placed stent, but was unable to do so. Upon retrieval of the stent/delivery system into the guide catheter, the stent dislodged proximal to the driver; no attempts were made to deploy or retrieve the stent. The procedure was terminated at that time. It was reported that the cd of the procedure clearly depicts the undeployed stent in the rca. The pt experienced chest pain following the procedure with a "bump" in enzymes. The pt returned 7 days later with chest pain and an acute mi. Angiography revealed acute occlusion of the vessel; the lvef was approximately 50%. There was no intervention during this second hospitalization. The pt was observed on medication and discharged to home.